Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 7fr hickman d/l catheter in two segments was returned for sample evaluation. Along with return sample one electronic photo provided for review. Visual, microscopic visual, tactile and function evaluations were performed. A complete circumferential break was noted at the distal end of the catheter and proximal end of distal catheter segment. The edges of the complete circumferential break on the distal end and proximal end of the catheter segment were noted to be jagged and the surface was noted to be shiny and adhesive material was noted. No evidence indicating loose fitting was noted. Catheter break and separation was confirmed in photos review. Therefore, the investigation is confirmed for the reported fracture and identified material separation issue. However, the investigation is inconclusive for the reported damage prior to use issue as no objective evidence to confirm from provided information. A definitive root cause for the reported issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 12/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, after opening the package, the catheter was allegedly found to be broken. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 12/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to catheter placement procedure, catheter allegedly broken before insertion. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows the catheter was broken and separate into two pieces, and one product label, break is observed near scuff area. Label information correct as per tw. Therefore, based on the photo review, the reported fracture and identified material separation can confirmed. However, investigation is inconclusive for device damage prior to use as provided images are not sufficient to confirm the issue. A definitive root cause for the reported issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to catheter placement procedure, catheter allegedly broken before insertion. There was no patient contact.